Event description:
It was reported that the patient¿s neighbor had a dish on his house to amplify cell phone signals, and it had interfered with the patient¿s implantable neurostimulator (ins). It was noted that the interference had started a few months prior to the date of this report. It was stated that the patient¿s programs had seemed to start changing on their own. It was noted that the program changing issue had started on last week, but was really bad last weekend. It was noted that the patient was unsure if she had adaptive stimulation (as) enabled. It was noted that the patient had an appointment with a manufacturer representative scheduled for the day of this report. It was stated that the programming changes were causing the patient¿s therapy to be ineffective and the patient had to turn her stimulation off.

Manufacturer narrative:
Concomitant: product ID 355029, lot# n0047451, implanted: 2006-(B)(6), product type accessory. Product ID 3 55029, lot# n0047451, implanted: 2006-(B)(6), product type accessory. Product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).